Event description:
It was reported that the health care professional found a latitude alert on this cardiac resynchronization therapy defibrillator (crt-d). The alert detected was for a high out-of-range (oor) left ventricular (lv) pacing impedance. It was noted that impedances measured around 500 ohms and then increased to 1471 ohms several months ago. The patient is scheduled for a an in clinic follow-up. At this time this crt- d and non-boston scientific lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).